Manufacturer narrative:
.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the extremely tortuous and calcified proximal right coronary artery (rca). The 20mm x 2.25mm maverick2 monorail balloon ruptured at 6 atms on the initial inflation. The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient status is reported as "fine."